Manufacturer narrative:
(B)(4)

Event description:
It was reported that when an asymptomatic patient was presented in clinic for follow- up, post paced t- wave oversensing on the ventricular channel was observed on a stored egm. Programming changes were made.